Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplement report will be sent. (B)(4).

Event description:
Report received from USA stating that the device will not work. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.